Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found sensor introducer needle bent. Unable to confirm that the customer received the needle in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sensor needle was not staying on the sensor pedestal and the needle hub was missing the insertion needle. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the sensor would be replaced and agreed to return her sensor for analysis.